Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: e1. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flushing pump not working. Based on the results of the investigation, the cause of the reported malfunction could not be determined. While for the additional malfunction flushing pump not working, the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had power loss during use. The issue was found during an unspecified therapeutic procedure that was able to be completed using the same device. There were no reports of patient harm.